Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes on the non-boston scientific right atrial (ra) lead. Additionally, ra impedance measurements were high, and then lowered back down. The patient was not feeling well, was dizzy and lightheaded. Review of the electrogram (egm) showed that the device was oversensing the minute ventilation (mv) signal on the ra channel. Also, the patient¿s non-boston scientific right ventricular (rv) lead exhibited a lead safety switch due to rv impedance measurements of greater than 3000 ohms and the configuration was switched to unipolar at that time. The configuration was programmed back to bipolar. The egm did not show a lack of rv pacing. The patient was evaluated at the clinic and the rv lead was programmed to unipolar with no impedance spikes noted since being in unipolar. All tests were within normal limits with no oversensing, and no noise reproduced with isometrics. The mv feature was programmed off and the rv lead was programmed back to bipolar. Rv impedance measurements were in the 500 ohm range in unipolar and bipolar. Ra impedance measurements were in the 600 ohm range. Pacing threshold measurements were less than 1v in both chambers. The sensing was reprogrammed. The patient did report additional symptoms of dizziness, and had additional atr episodes stored. Rv oversensing was noted, and the rv sensitivity was reprogrammed. No further actions or interventions have been planned. No adverse patient effects were reported. The device remains in service.